Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, other) regarding a patient having spinal therapy for l4-l5 degenerative disc and fixation. It was reported that right side was pathology side, l4,l5 all 4 guidewires were placed. Right side decompression was done via metrx tube and capstone cage placed. Screws and sextant rod were placed on right side. Left side screws were placed, when surgeon mated the towers, he felt one of the towers was loose , so he took a shot to find out that tower along with tulip of screws is disengaged from the screw shaft the screw shaft was in l5 body on left side he removed the tower, with help of guidewire and removal driver removed the screw shaft from l5 body it was replaced with new screw, towers were mated and sextant rod was inserted, bop's placed and break off done.  There was no patient symptom reported. There were no further complications reported regarding the event. Additional information was received form manufacturer that screw shaft broken from its tulip during surgery.

Manufacturer narrative:
H3: product analysis:product ID (B)(4) ; lot# h5794410 visual inspection confirmed the mas screw was returned with the bone screw shank separated from the pedicle head. Macroscopic inspection revealed the multi axial ring has been damaged also due to the bone screw shank pulling loose. The separation appears to be from overload as the root cause. The internal testing shows a load of 3100n -5400n (tr12-249) depending on lmc/mmc to separate the head assembly from the shank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.